Event description:
IV medication, zosyn, was hund for infusion. A couple of hours later, the nurse noted that the bag of zosyn was empty and the chamber of the primary tubing was full. The zosyn appeared to have back flowed into the primary tubing. There was no harm to the patient. Please note: this is the same issue reported multple times.======================manufacturer response for smartsite infusion set, carefusion smartsite infusion set (per site reporter).======================this has been an ongoing issue. Hospital corporate risk management has been working with the manufacturer.